Event description:
It was reported that the patient received inappropriate shocks due to noise on the right ventricular lead. The lead had high impedances and oversensing. During the revision noise was found when pressing the pocket area. When the lead was pulled before loosening the set screw, the lead pulled a little. There was no noise and impedance was within normal range when the lead was measured on the analyzer. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. Visual analysis noted that there are no set screw marks on the is-1 pin; the lead was not fully inserted into the device.